Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka). Correction boluses were delivered prior to being hospitalized and an insulin drip/fluids were administered in the hospital. The ketone level was moderate and was considered as being dangerous. The customer reported that "bad insulin" was the cause of the dka. The customer was discharged on (B)(6) 2018 with the dka resolved.